Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
H6, health effect impact code: f19, surgical intervention, has been added.

Manufacturer narrative:
Additional information was received indicating the patient experienced a perforation of the left ventricle during treatment. The complaint investigation continues.

Manufacturer narrative:
B1: added product problem b5: added updated clinical review d4: corrected the serial number and catalog number d9: added devices return information

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 29-year-old female patient presenting with heart transplant rejection. Following heart transplant, the first line therapy was va ECMO. The impella 5.5 was subsequently added as a secondary step in the treatment pathway. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage¿d. The managing physician reported that after heart transplant and ecmella therapy, the left ventricle did not contract completely and impella flow was low (0.3¿l/min at p3). Increasing the performance level did not improve flow; a position check and color doppler were recommended to determine if the impella was producing volume, with replacement advised if not. Anticoagulation was consistently high, but a clotting disorder could not be ruled out. An update from the local team indicated no cardiac activity following the heart transplant. Risks and best practices were discussed. According to impella connect, flows increased again (1.3¿l/min at p3). During a re-do ventricular procedure, bleeding was found near the impella inlet area. Aar was performed with pd. The physician described the incident as impella-related, but noted that the tissue of the transplanted heart was affected by possible ischemia (very soft tissue). During the course of treatment, an lv perforation occurred. A suture/patch was placed on the perforation to stop the bleeding. Other contributing factors included the transplanted heart and suspected global ischemia. The patient remained on support, received a second heart transplant, and the outcome status was survived with explant. Cardiac perforation may occur due to access-site complications, device position and the fragile, ischemic tissue of the transplanted heart.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 29-year-old female patient presenting with heart transplant rejection. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The managing physician reported that after heart transplant and ecmella therapy, the left ventricle did not contract completely and impella flow was low (0.3 l/min at p3). Increasing the performance level did not improve flow; a position check and color doppler were recommended to determine if the impella was producing volume, with replacement advised if not. Anticoagulation was consistently high, but a clotting disorder could not be ruled out. An update from the local team indicated no cardiac activity following the heart transplant. Risks and best practices were discussed. According to impella connect, flows increased again (1.3 l/min at p3). During a re-do ventricular procedure, bleeding was found near the impella inlet area. Aar was performed with pd. The physician described the incident as impella-related, but noted that the tissue of the transplanted heart was affected by possible ischemia (very soft tissue). A suture/patch was placed on the perforation to stop the bleeding. Other contributing factors included the transplanted heart and suspected global ischemia. The patient remained on support. Cardiac perforation may occur due to access-site complications, device position and the fragile, ischemic tissue of the transplanted heart.